Event description:
An article in the journal of vascular surgery reports a retrospective review that was conducted on all pts who underwent an open conversion after a previous evar for an aneurysm-related indication from 2001 to 2011. Before open conversion was performed, an endovascular approach was attempted first to treat pts with asymptomatic aneurysm growth and in select cases of rupture. This article describes a pt who underwent treatment with gore excluder aaa endoprostheses. This pt who presented with a rupture died in the operating room due to hemorrhage before reconstruction could be attempted.

Manufacturer narrative:
The root cause of the rupture is unk. Chaar cassius i.o., et al. "Delayed opened conversions after endovascular abdominal aortic aneurysm repair." Journal of vascular surgery. In press.